Manufacturer narrative:
The customer reports that two (2) of three (3) ups (uninterruptible power supply) have failed and one (1) caught fire. No harm to anyone and everything thing at the hospital is fine. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that two (2) of three (3) ups (uninterruptible power supply) have failed and one (1) caught fire on both newly installed cns (central nurse's station).

Manufacturer narrative:
The customer reports that two (2) of three (3) ups (uninterruptible power supply) have failed and one (1) caught fire. No harm to anyone and everything thing at the hospital is fine. A new ups was sent to the customer to resolve the issue. The reported event could not be duplicated (cnd). Product deficiency was not identified. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.